Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be positioned for left bundle branch area pacing (lbbap). The parameters were checked, then the helix was extended for fixation into the septum. The parameters were checked again, but the pacing threshold and impedance values were poor and more rotations were performed. The lead measurements were still not acceptable and the lead was attempted to be removed by rotating the lead body. However, the helix was stuck and became straightened, then after more rotations, the helix had broken off and remained in the patient. A new lead was implanted for conventional rv pacing. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
This device has not yet been returned to boston scientific; therefore, physical analysis has not been performed. Investigation of the available information suggests that torsional overstress during attempts to reposition the lead may have caused the helix to break. Depending on patient anatomy and physician implant technique, adequate torque may not be transferred to the helix in all cases. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be positioned for left bundle branch area pacing (lbbap). The parameters were checked, then the helix was extended for fixation into the septum. The parameters were checked again, but the pacing threshold and impedance values were poor and more rotations were performed. The lead measurements were still not acceptable and the lead was attempted to be removed by rotating the lead body. However, the helix was stuck and became straightened, then after more rotations, the helix had broken off and remained in the patient. A new lead was implanted for conventional rv pacing. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
This device has not yet been returned to boston scientific; therefore, physical analysis has not been performed. Investigation of the available information suggests that torsional overstress during attempts to reposition the lead may have caused the helix to break. Depending on patient anatomy and physician implant technique, adequate torque may not be transferred to the helix in all cases. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid and tissue in the helix housing. An x-ray was obtained and revealed that the helix was in a retracted position. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position/reposition the lead caused the helix to break.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be positioned for left bundle branch area pacing (lbbap). The parameters were checked, then the helix was extended for fixation into the septum. The parameters were checked again, but the pacing threshold and impedance values were poor and more rotations were performed. The lead measurements were still not acceptable and the lead was attempted to be removed by rotating the lead body. However, the helix was stuck and became straightened, then after more rotations, the helix had broken off and remained in the patient. A new lead was implanted for conventional rv pacing. No adverse patient effects were reported. The attempted lead was returned for analysis.